Event description:
Additional information was received there was no further harm to the patient. In the surgeon¿s opinion company cartridge was caused or contributed to the event.

Manufacturer narrative:
Correction information was provided in b.5; d.10; h.3; h.6. And h.11. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause: root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was tight in cartridge but was still movable. Upon inserting or advancing into eye the company cartridge was splintered and scratched the lens. The lens had to remove from the patient's eye during initial procedure and got new one and the procedure was completed on same day. Additional information has been requested.